Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The 2.0 x 18 mm mini vision stent delivery system (sds) was advanced for direct-stenting, but failed to cross due to the anatomy. Dilatation was performed and two additional attempts were made, but the sds could not cross to the lesion, and was removed without resistance. After removal, it was observed that the stent had dislodged from sds balloon and was in the lad, still on the guide wire. A 1.5 mm balloon was advanced and used to grab the stent and pull it into the proximal left main. A 2.0 mm balloon was then used to pull the stent into the guiding catheter; however, the stent could not be retracted into the sheath. A snare was used to pull the stent to the femoral track. The procedure was aborted and it was decided to leave the stent in the subcutaneous tissue with no further intervention. A delay in the procedure was noted due to dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx mini vision instruction for use states: pre-dilate the lesion with a ptca catheter. Additionally, it states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.